Event description:
Information was received indicating that the cadd solis vip pump displayed a downstream occlusion alarm. There was no patient involved.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed a "downstream occlusion alarm" after power up. The issue was determined to have occurred due to a failure of the downstream occlusion/cassette detector.